Event description:
It was reported that the pt was implanted with a biolox delta head, 12/14, 36 x 0 on (B)(6) 2011. To date, the pt has not been revised. Currently, the pt is being monitored due to pain. According to the pt's report, the x-rays look fine.

Manufacturer narrative:
The MFR did not receive any devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for eval and an investigation result is available, an amended medical device report will be submitted. (B)(4).